Event description:
It was reported that t:slim x2 pump battery would not charge while customer used tandem charging cable with third-party wall adapter and working outlet, and customer later reported a power source alert in pump history. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to plug wall adapter into outlet known to work and leave pump on charger for at least 30 consecutive minutes. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.